Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent repair of recurrent incisional ventral midabdominal suprapubic defect on (B)(6) 2009 and mesh was implanted. Post-operatively, the patient reported recurrent hernia was noted on (B)(6) 2010 and was reported to be mild in intensity. The patient underwent re-operation for hernia recurrence on (B)(6) 2011. No additional information was provided.